Manufacturer narrative:
Event date: the exact date of the adverse event is unknown. All patients were treated between july 2012 and june 2015. The jnet article listed that two types of retriever brand devices were reported to have been used; therefore, this is 1 of 2 reports filed. Subject device is not available.

Event description:
The journal of neuroendovascular therapy (jnet) published the results of a study in which two groups of patients suffering from acute ischemic stroke were treated with endovascular therapy in addition to undergoing thrombectomy procedures. A group of 55 patients were treated by a mobile endovascular therapy (met) team and 9 patients were from a transfer group. It was reported that 36 hours after treatment, symptomatic cerebral hemorrhage occurred in the met group vs. The transfer group. It was not possible to ascertain specific device or patient information from the article, or to match the events reported with previously reported complaints. No further information is available.

Manufacturer narrative:
A review of the device history record could not be performed because the lot number was not reported. The subject device is not available; therefore, functional testing as well as physical analysis cannot be performed. However, intracranial hemorrhage is a known risk associated with endovascular procedures and is listed as such in the directions for use (dfu). Therefore, an assignable cause of anticipated procedural complications has been assigned to this event.

Event description:
The journal of neuroendovascular therapy (jnet) published the results of a study in which two groups of patients suffering from acute ischemic stroke were treated with endovascular therapy in addition to undergoing thrombectomy procedures. A group of 55 patients were treated by a mobile endovascular therapy (met) team and 9 patients were from a transfer group. It was reported that 36 hours after treatment, symptomatic cerebral hemorrhage occurred in the met group vs. The transfer group. It was not possible to ascertain specific device or patient information from the article, or to match the events reported with previously reported complaints. No further information is available.